Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/ palpability: unable to observe as it is not related to the device. Erythema: unable to observe as it is not related to the device. Changes in sleep habits: unable to observe as it is not related to the device. Other medical event ¿ other ¿ medical ¿ ndr: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, left side pain. "Change in size", "tenderness", "redness", "insomnia", "chronic cough", "post nasal drip" and "rupture". Device remains implanted. Insomnia, chronic cough and post nasal drip are not related to device.